Event description:
The surgeon then selected a16mm plug to complete the case and he reported that this lodged at the right depth. The surgeon further reported that as he was taking the introducer out, a small segment allegedly broke off the plug. The plug was left in situ and cemented. The consultant wants to understand why the im plug has chipped on insertion and whether this is related to the device or surgical technique.

Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation. Device remains implanted.

Manufacturer narrative:
The event was not confirmed. Method & results: the reported fractured component was not returned for evaluation. No medical records were provided. DHR review was satisfactory. Complaint history review confirmed that there were no other similar events for the reported lot. Conclusions: the exact cause of the event could not be determined with the available information. Return of the reported device for evaluation is required to complete the investigation for determining the root cause. A CAPA trend analysis was conducted for the reported failure mode and concluded that fracture of exeter bone plugs may result from factors such as errors made during use or design factors. No further investigation for this event is possible at this time as the device was not received by stryker orthopaedics. If the device becomes available, this investigation will be reopened.

Event description:
The surgeon then selected a16mm plug to complete the case and he reported that this lodged at the right depth. The surgeon further reported that as he was taking the introducer out, a small segment allegedly broke off the plug. The plug was left in situ and cemented. The consultant wants to understand why the im plug has chipped on insertion and whether this is related to the device or surgical technique.